Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Additional information- b5. H3: device evaluated by mfg = other (81) - device evaluation has begun. However, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 12jan2021. The basket did not open to the proper shape. It was tangled and smashed.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Customer name and address- phone number:(B)(6). PMA/510(k) number- exempt this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, prior to use in a transurethral lithotomy, the basket of an ncircle tipless stone extractor would not open or close appropriately. This was discovered when the device was tested in an uncoiled position. The device did not make patient contact. Another device was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Event summary: as reported, prior to use in a transurethral lithotomy, the basket of an ncircle tipless stone extractor would not open or close appropriately. The basket did not open to the proper shape. It was tangled and smashed. This was discovered when the device was tested in an uncoiled position. The device did not make patient contact. Another device was used to complete the procedure. The patient reportedly experienced no harm as a result of the issue. Investigation - evaluation: reviews of the complaint history, device history record, instructions for use, manufacturing instructions, and quality control procedures and a visual inspection and functional test of the device were conducted during the investigation. One ncircle tipless stone extractor was returned for investigation in the shipping tray without the outer packaging or label. The device was returned with the handle and basket formation in the open position. The male luer lock adapter (mlla) was tight, and the collet knob was tight and secure. The polyethylene terephthalate tubing measured 2.5cm in length. Slight kinks were noted in the basket sheath 11cm and 22cm from the distal tip. The support sheath bowed 1cm from the mlla. A function test determined the handle did not actuate the basket formation. The basket sheath was severed at the distal end of the support sheath. 8mm of coil was exposed when the handle was in the open position. The handle was disassembled, and the basket could not be manually actuated. A document-based investigation evaluation was also performed. No related non-conformances were recorded, and there have been no other reported complaints for this lot number. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. There were no identified gaps in the manufacturing instructions or quality controls procedures. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is provided with instructions for use which caution, ¿enclose the device in the sheath before removing from the tray/holder,¿ and, ¿do not use excessive force to manipulate this device. Damage to the device may occur.¿ the returned device was found to have a basket that was open and could not be closed due to sheath damage. The basket sheath was separated at the purple support sheath. Based on the available information, cook has concluded that a cause for the sheath damage could not be determined. The provided information stated the issue occurred before patient contact. It is possible the device was damaged during unpacking and/or subsequent handling. It is also possible that the device was damaged during shipping, or when loading the device into the device tray. Cook will continue monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.